Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the consumer was to make an appointment with the physician and wanted to have the pump removed. It was unknown what the cause of the seizures was, and it was not known if they were related to the device. Nothing was done regarding the empty pump, and it had not been filled. The empty pump had not been resolved. The pump was currently empty. The patient was given oral medication for the withdrawal symptoms and seizures. The withdrawal and seizures had resolved. The patient was not currently having seizures.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 1.5 mg/ml of dilaudid at 0.6074 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that the patient¿s pump had been empty since (B)(6) or (B)(6) of 2016. The reporter indicated that the patient went through withdrawals and had been having seizures. The patient¿s healthcare providers were unsure if the seizures were related to the pump or related to the patient¿s preexisting condition of having an implanted brain shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.